Event description:
A malfunction was reported on a customer's pump, identified by the malfunction code "malf 12." There was no adverse impact to the customer's blood glucose level. The technical support team provided the customer with information on how to reset the pump, assisted in resetting it, and confirmed that the malfunction code did not recur afterward. The customer was advised to continue using the pump and to contact technical support again if the malfunction code reappeared.